Event description:
The customer indicated that their ups (uninterrupted power supply) failed and needed to be replaced. They were changing power connections and when they unplugged the ups it caused the termserver to shut off immediately. They plugged the termserver into the wall socket and it rebooted successfully. This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. The customer did not provide any patient information.

Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays patient vital signs data from multiple bedside multi-parameter patient monitoring devices through either wired or wireless connections. The customer disposed of the ups locally. With no product being returned to welch allyn, no further failure investigation will be performed. Method: (remote assistant).